Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse replaced the power management board. Verified unit calibrated and passes all functional and safety tests per factory specifications. The reported problem was not duplicated or verified. Product passed all functional/safety testing. The following was performed by a sr service technician of the maquet failure analysis and testing dept. Wayne, nj the failure analysis and testing department received power management board with a reported unit failure of unit not charging batteries. The fat dept. Performed a visual inspection of the part received and the part is in a good condition. The fat department installed the power management board, in the cardiosave test fixture and tested to factory specifications per procedure and cardiosave service manual. The failure analysis and testing dept. Verified the failure reported by the costumer unit was alarming with constant sound at power up. The power management is defective. Retaining the board in the fat dept. Per procedure.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (impact code). Updated data: b4, e1 (email), g3, g6, h2, h10, h11.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) batteries are not charging. There was no patient involved.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) batteries are not charging. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.